Event description:
The customer reported that the tip of the electrode was cracking and there is a black hole in the insulation. The pt had a burn which was described as minor. There is no burn mark on the tip of the electrode. Upon return and testing, the electrode failed hipot testing.

Manufacturer narrative:
(B) (4). Visual inspection of the electrode found that a hole burnt through the insulation midway between the post and the tip and metal was exposed. The electrode failed hipot testing. The insulation damage is indicative of the electrode inadvertently making contact with a metal object.